Event description:
A call to technical services was made on 11/14/2013 stating that during a normal device check it was noted that rvp was 24% and lvp was 10% and could not get lv pacing as lvs and inhibited the lvp. Markers showed that lvs was coming in just before the inhibited lvp marker so very close and did not suspect sensing the atrium. They did lvs configuration to lv tip to device and the got the l v pacing when at atrial pacing but when atrium was sensing, got lv sense again. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).